Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, puffiness and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching, and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported having a patient that was injected with juvéderm volbella with lidocaine in the tear trough and again with juvéderm volbella with lidocaine in the perioral 1.5 years later. Six months later, the patient went on a flight after which they developed "significant swelling in both upper perioral and tear trough." The patient returned to the injecting clinic and was treated with antihistamine and steroid cream. The patient went on a return flight 10 days later and the swelling had remained significant. The healthcare professional had reviewed the patient 10 days after the return flight and they still had "mild puffiness" with nodules that were palpable. The patient claimed that the symptoms were resolving slowly. About 4 months prior to developing symptoms, the patient had influenza that lasted for a month and a tetanus vaccination 2 months after that. No treatment was provided by the healthcare professional. This is the same event and the same patient reported under MDR ID #3005113652-2017-00005 ((B)(4)). This is the first MDR submitted for the first injection with juvéderm volbella with lidocaine.